Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from (B)(6)2019 - (B)(6)2019. H10: the device was received for evaluation. Unaided visual inspection and magnified inspection did not identify any abnormalities that could have contributed to the reported condition. The fill port cap was removed; no small plastic shavings from the thread and no thread damage were observed. No particulate matter was observed inside the tubing or inside the bag. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that plastic shavings were observed on the fill port of an exactamix 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was further described as ¿prior to compounding, when the fill port cap was removed, small plastic shavings from its threads were left behind on the fill port¿. There was no patient involvement. No additional information is available.